Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the evaluation. Inspection found a severely bent grip at the grip base. The grip base was bent inward and over the internal force pulley. As a result, the grips did not open. The root cause of this failure is typically attributed to mishandling and misuse, such as excess force applied to the instrument jaws. Instrument was tested, it was installed on an in-house system multiple times and was able to be removed with no issues. Investigation found indentations/burrs on the edge of the internal force pulley. The root cause of this failure is typically attributed to mishandling and misuse, such as instrument collisions or impact from an external object. Additional inspection identified a segment of the conductor wire sticking out from the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the device logs for the force bipolar instrument (lot k12210809-0064) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via (B)(4). There were 5 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to an alleged broken tip. Failure analysis identified a severely bent grip at the grip base indicative of mishandling and misuse. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the side of the force bipolar instrument tip was broken and the customer was not able to pull the instrument out from the trocar. They had to use the instrument release kit (irk). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was being used normally, nothing out of the ordinary. At the time of the issue, the instrument was not in strong grip mode. No fragment fall inside of the patient¿s anatomy. The customer reported an instrument of the same kind was used to complete the case.